Event description:
The patient is currently implanted with a radio frequency receiver. On (B)(6) 2010, it was reported that she is without stimulation. Efforts to recapture stimulation with the use of compatible external system components proved unsuccessful. No surgical intervention is planned at this time. The patient's implant date as well as the model, lot and serial numbers of her existing receiver are unk.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.